Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the tip of the central peg reamer was found cracked when putting instruments back together. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.